Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent a second revision procedure on (B)(6) 2021. During the procedure, the surgeon decided to remove setscrews on an o plate and replaced with screws for transverse connector. The surgeon tried to deploy the small transverse connector into the limited space in the lesion. Then, the transverse connector broke. The procedure was completed with a replacement less than thirty (30) minutes delay. This report is for a titanium (ti) top loading transconnector small. This is report 1 of 1 for (B)(4) and captures the intraoperative breakage of the transverse connector. (B)(4) captures the need for a second revision procedure due to the setscrew becoming loose. This complaint is also related to (B)(4) which captures the patient¿s first revision surgery.